Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) reimplant surgery on (B)(6) 2019. The previous device was removed on (B)(6) 2018 due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was removed due to infection. There were no device issues reported. There were no further adverse patient effects. The device was not returned.